Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required partial explantation due to pain. It was reported that the device was placed too tightly and a procedure was done to relax the device. Patient had a partial resection of the device at another clinic. The patient experiences pain when sitting on a hard surface, uses an adapted cushion to sit on at work, recurrent pain, can feel an erosion under the urethra when sitting on a hard surface, has been taking pain killers for 7 years, and has fatigue from the painkillers.